Event description:
Procedure: sleeve gastrectomy according to the reporter: during insertion, removal; insertion of laparoscope; the seal was noted to be inside the patients abdomen. They could identify the seal on the video screen, then it was removed. Age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Patient current status reported as stable. The device will not be returned for evaluation, it was discarded by the customer.

Manufacturer narrative:
(B)(4).